Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that his meter was missing segments. The patient last tested on the meter in 2004 and obtained a result of 138mg/dl. The patient contacted his medical professional for advice; he received phone advice. No treatment was reported. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A new meter is being sent to the patient.